Manufacturer narrative:
This complaint will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient was operated on (B)(6) 2014 for osteoarthritis. While walking on (B)(6) 2019, the modular neck broke.